Event description:
The customer reported that they were having issues with where the ord connects into the c-arm. There might be a short in it. It did not lose power, but they couldn't acquire the x-ray.

Manufacturer narrative:
The customer cancelled the service call.